Event description:
It was reported that the user started a freestyle libre 3 plus sensor and did not see glucose readings on the ilet after scanning the sensor with the libre mobile app, indicating the sensor was paired to another device and not to the ilet app. Symptoms included no glucose data available to the ilet. Outcomes included user education and a plan to replace the sensor and pair only with the ilet app. Investigation included telephone troubleshooting and user education. Investigation of this case revealed that the cgm sensor was in use by another device due to pairing with the libre app instead of the ilet app. It was concluded that the event resulted from use error related to incompatible pairing and that replacing the sensor and using only the ilet app should resolve the issue.